Event description:
Sinusitis infiltrating the site [synovitis of knee] ([aching (r) knee], [swelling of r knee]) case narrative: initial information from brazil received on 28-jul-2020 regarding an unsolicited valid serious case received from a physician via call center. This case involves a (age and demographics: unknown) patient who experienced sinusitis infiltrating the site (synovitis), after he/she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2020, the patient started taking hylan g-f 20, sodium hyaluronate injection at a dose of 6 ml (1 syringe on knee) once via unknown route (with an unknown batch number) for osteoarthritis. On (B)(6)2020 after a latency of 1 day, the patient experienced having knee pain and swelling reactions. On (B)(6) 2020 after a latency of 2 days, the patient experienced having sinusitis infiltrating the site. After (B)(6)2020, the patient was started corticosteroid as treatment (intervention required; serious) and recovered from knee pain and swelling reactions. Action taken: not applicable. Corrective treatment: corticosteroid. The patient outcome is reported as unknown for sinusitis infiltrating the site and recovered for all symptoms. A product technical complaint (ptc) was initiated on (B)(6)2020 for synvisc one. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Investigation complete date: (B)(6)2020. Additional information was received on 13-aug-2020 from other healthcare professional (genzyme event management group). Global ptc number and its results were added. Clinical course updated. Text amended accordingly.

Event description:
Sinusitis infiltrating the site [synovitis of knee] ([aching (r) knee], [swelling of r knee]). Case narrative: initial information from (B)(6) received on 28-jul-2020 regarding an unsolicited valid serious case received from a physician via call center. This case involves a (age and demographics: unknown) patient who experienced sinusitis infiltrating the site (synovitis), after he/she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2020, the patient started taking hylan g-f 20, sodium hyaluronate injection at a dose of 6 ml (1 syringe on knee) once via unknown route (with an unknown batch number) for osteoarthritis. On (B)(6) 2020 after a latency of 1 day, the patient experienced having knee pain and swelling reactions. On (B)(6) 2020 after a latency of 2 days, the patient experienced having sinusitis infiltrating the site. After (B)(6) 2020, the patient was started corticosteroid as treatment (intervention required; serious) and recovered from knee pain and swelling reactions. Action taken: not applicable. Corrective treatment: corticosteroid. The patient outcome is reported as unknown for sinusitis infiltrating the site and recovered for all symptoms.